Event description:
Patient's legal counsel reported that the patient underwent a total left hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2014 due to pain, implant clicking and elevated metal ion levels. The revision operative report noted the presence of metallosis. The acetabular cup and modular head were removed and replaced with competitor product. This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-00470/ 00471).